Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. The customer required assistance in treating the bg due to being incapacitated. An insulin injection was administered to address bg. The customer reverted to an alternate method of insulin therapy.